Event description:
Three set screws found in tissue of pt on exposure of posterior spine. Three set screws missing from 3 screw heads. One set screws missing from l4 screw on the right and two set screws missing from l3 and l4 on the left. Rods not supported in screw heads. Appears to be a 6.35 set screw when compared to a 5.5 set screw.